Manufacturer narrative:
Patient age at time of event is currently unknown as requested but not provided. Patient sex at time of event is currently unknown as requested but not provided. It is currently unknown if this device was reprocessed and reused on a patient as this information was not provided. (B)(4). This event is currently under investigation.

Event description:
During a ureteroscopy lazer lithotripsy procedure, the tip of the optilite multi-use holmium laser fiber came off in the patient. The physician was able to retrieve the tip with no harm to the patient. The tip of the device was successfully removed. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient age at time of event is currently unknown as requested but not provided. Patient sex at time of event is currently unknown as requested but not provided. It is currently unknown if this device was reprocessed and reused on a patient as this information was not provided. (B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), specifications and trends was conducted during the investigation. No product or images were returned to assist with this investigation. Specific to this case the product IFU details: " note: basic tips on handling fiberoptic devices: never subject fiberoptics to sharp bends in handling, use, storage or reprocessing; it is recommended that only facilities that are adequately designed, equipped, monitored and staffed by trained personnel should undertake surgical fiber reprocessing at hospital site; discard any fiberoptic assembly that is cracked, broken or does not meet minimum transmission standards." There is no evidence to suggest this device was not manufactured to current specifications. Based on the available level of information a definitive root cause could not be determined; however, it is possible that this device became damaged during use, re-sterilization at the user facility, or during handling of the device. The appropriate internal personnel have been notified of this event and we will continue to monitor for similar incidents.

Event description:
During a ureteroscopy lazer lithotripsy procedure, the tip of the optilite multi-use holmium laser fiber came off in the patient. The physician was able to retrieve the tip with no harm to the patient. The tip of the device was successfully removed. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.